Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the cable connecting ECG "c" being pulled from the strain relief. The belt was unable to pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.